Manufacturer narrative:
(B)(4). Date sent: 06/17/2025. Updated data: d1, d2, d4 (lot number, catalog, UDI), g1 (manufacturing site name and address). Additional information was requested, and the following was obtained: please provide the product code and product lot for the device involved. Echelon 3000, no further details available did the device lock-out (no staples deployed and no cut line started)? Customer stated the blade advanced about a centimeter then stopped, so it doesn¿t sound like a lockout. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Sounds like it was a partial fire based on their description or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? No difficulty opening device if yes, how was the device removed from the patient? If yes, did the jaws eventually open?.

Manufacturer narrative:
(B)(4). Date sent: 06/20/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/26/2025. D4: batch #a97563. Updated data: d4 (expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97563, and no non-conformances were identified.

Event description:
It was reported that during an open colon procedure, it was observed that the blue load stapler clicked and vibrated, advanced about one centimeter and then nothing. The tissue was not unduly thick, was at an angle, about 45 degrees. It came off the tissue just fine. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/09/2025. D4: batch #unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.